Event description:
During review of the patient's programming history. It was noted that a faulted system diagnostic test was performed on (B)(6) 2008, after which a final interrogation was not performed. Upon interrogation on the following visit, the patient was found to be programmed to faulted settings. These settings were not adjusted within this visit.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated an event date of ¿(B)(6), 2008¿ in this text section. This date should be (B)(6), 2007 as correctly reported. This report is being submitted to correct this information.